Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient suspected that the blood flow back to the heart of the patient was being interrupted by this right atrial (ra) lead leading to the swelling of the left hand of the patient. Attempts to obtain additional information were unsuccessful. To date, the ra lead remains in service. No adverse patient effects were reported.